Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient underwent generator and lead explant due to infection. It was reported that the patient was not reimplanted with a new vns system. No further information was provided.